Event description:
The device was used to treat a pt. Reportedly, the pt had been connected to an AED by a basic life support crew when paramedics arrived and took over treatment for the pt. The AED was disconnected from the pt, leaving the disposable electrodes attached. The paramedic's device was connected to the pt using the same disposable electrodes. The pt received defibrillation countershocks of 200 and 300 joules. When a third 360 joule countershock was delivered, the paramedic reported seeing an electrical arc from the sternum electrode and the sternum wire "flew off" of the pt. The pt's details and outcome were not reported.